Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/06/2020. Investigation conclusion: it was reported the tubing was split (damaged) while using a contrast machine. Received one used extension set model mp9213-c lot unknown. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a section of the tubing (p/n tnd0018-5.25) was ruptured or ¿split¿ and deformed near the male luer. Further examination of the affected tubing area was weakened or softened from the damage. Residual red liquid presumed to be contrast was observed within the set. No other anomalies were observed during initial visual inspection. Functional testing could not be performed due to the split tubing. Equipment used (inspection performed on (B)(6)2020) optical ram-cnc, eq08204, calibration due date: (B)(6)2021. A device history record for model mp9213-c could not be performed due to no lot number being provided by the customer. The customer¿s report the tubing was split (damaged) while using a contrast machine was confirmed as received. The root cause of the ruptured tubing was due to the excessive pressure that exceeded that maximum pressure that the model mp9213-c tubing can handle. Model mp9213-c is not intended and rated for high pressure functionality. H3 other text : see h10.

Event description:
It was reported that an unspecified number of maxguard multi-fuse extension sets with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: I was in CT with a patient who needed contrast and had to be monitored. The CT alarmed after a few minutes with an occlusion. When we went to investigate and the j-loop had split with blood and contrast leaking everywhere making it very difficult to fix. I don't know if it was due to the contrast or if it was just a fluke but this is the first time I've seen this happen since using them. After speaking with the team leader he said it was the actual tubing was split.

Manufacturer narrative:
Device expiration date: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of maxguard multi-fuse extension sets with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: I was in CT with a patient who needed contrast and had to be monitored. The CT alarmed after a few minutes with an occlusion. When we went to investigate and the j-loop had split with blood and contrast leaking everywhere making it very difficult to fix. I don't know if it was due to the contrast or if it was just a fluke but this is the first time I've seen this happen since using them. After speaking with the team leader he said it was the actual tubing was split.